Event description:
The customer reported an alarm and unresponsive buttons. The time on the screen was advancing, but there was no button response. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board. Unable to test for the alarms or the button keypad anomaly due to the frozen display.